Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case had a dent by the right front bottom corner and a small chip by the left front bottom corner. Broken barrel clamp head and no visible contamination. Motor not running error found in event history log. Motor not running error was duplicated using same infusion rate as customer. The root cause of the reported issue was found to be due to physical impact caused main board to come out of the extrusion grove. Actions were taken to mitigate the reported issue: replaced stepper motor, worm gear and coupling due to motor rate error system failure that occurred during motor drive and occlusion operational test. Replaced cracked top case, broken barrel clamp head and damaged tube seal grommet. Performed pm, calibrated unit which passed all functional and delivery tests.

Event description:
It was reported that the pump motor was not running. No patient injury was reported.